Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the cgm was reading low so the patient started eating and drinking to try to raise her glucose level. She had extreme nausea and vomiting so her husband drove her to the emergency room (ER). Her bg was 477 mg/dl and she was in diabetic ketoacidosis (dka). She was admitted and stayed in the hospital for two days where she was treated with insulin and fluids via intravenous (IV) therapy and recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.